Event description:
A pt reported experiencing inaccurate high results with a one touch basic original meter. The pt's blood glucose results were "121 mg/dl" on their meter and "95 mg/dl" from the lab test. Tests were done within 10 minutes with a difference of 26 mg/dl. Pt did not experience any adverse events.